Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer also reported that the drive support cap is sticking out from the side of the insulin pump. No additional information was provided.